Event description:
It was reported that during a transcatheter heart valve procedure involving the d-evolutfx-2329, the grey trigger button on the deployment knob jammed. The physician was unable to retrieve the nose cone by going ¿grey to blue¿ and attempted to do it manually, which resulted in the trigger button becoming unjammed, possibly due to movement of the delivery catheter system (dcs). The nose cone was successfully recaptured and the system was removed from the femoral access point without complications or impact to the patient. The system will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Slight delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was abend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. There were no issues noted advancing or retracting the handle via rotation of the actuator. The trigger could be retracted and would occasionally stick when released. There were no issues advancing and retracting the actuator with the trigger engaged. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. The handle was disassembled and overlapping of the distal end of the slider assembly spring was observed. The spring was removed and measured. The distal od of the spring measured 1.253-inches while the proximal od measured 1.265-inches. The distal end of the spring was under specification as the spring od should measure 1.275±0.015. The reported event for difficult to close could not be confirmed in the analysis. The reported event for trigger jammed could be confirmed in the analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no difficulty noted while turning the deployment knob during deployment, and the capsule responded when the deployment knob was turned. The valve deployment was attempted once, but the valve was recaptured due to a deep implant depth.

Manufacturer narrative:
Updated data: b5. H6. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: additional codes - annex g corrected to include g04070. Updated data: d4 d9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.